Manufacturer narrative:
This report is related to report #3004939290-2020-01922 and 3004939290-2020-01924 complaint conclusion: as reported, the balloon of the three 6f-7f mynxgrip vascular closure devices (vcd) would not deflate outside the body during prep. The procedure was completed and hemostasis was achieved with manual compression of unknown duration. There was no reported patient injury. The devices were never placed in the patient. The intended procedure was a femoral angiogram. The user was mynx certified. A 6f non cordis sheath was used. The balloon was prepped with a 2:1 saline to contrast ratio. Other procedural details were requested but are unknown, unavailable, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot f2018902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deflation difficulty¿ during prep¿ could not be confirmed for two of the devices as the products were not returned for analysis. The reported ¿deflation difficulty¿ during prep¿ was confirmed during the analysis of the returned device. The reported event was caused by the proximal end of the polyimide shaft abutting the distal end of the plunger, which prohibited the balloon from deflating completely. By design, a gap between the proximal end of the polyimide shaft and the distal end of the plunger is needed to allow fluid/air to travel from syringe to balloon. If the proximal end of the polyimide shaft is pushed against the plunger, fluid/air will be trapped in the balloon, resulting in a balloon failure to deflate. According to the instructions for use which is not intended as a mitigation of risk, ¿remove device¿, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. The product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore a corrective/preventive action will be taken at this time.

Manufacturer narrative:
This report is related to report #3004939290-2020-01922. A review of the manufacturing documentation associated with lot f2018902 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending, and will be submitted within 30 days upon receipt.

Event description:
As reported, balloon of the three 6f-7f mynxgrip vascular closure devices (vcd) would not deflate outside the body during prep. The procedure was completed and hemostasis was achieved with manual compression of unknown duration. There was no reported patient injury. The devices were never placed in the patient. The intended procedure was a femoral angiogram. The user was mynx certified. A 6f non cordis sheath was used. The balloon was prepped with a 2:1 saline to contrast ratio. Other procedural details were requested but are unknown, unavailable, or not applicable. Only one of the three devices will be returned for evaluation.